Event description:
It was reported that the patient presented in clinic. Upon interrogation the pacemaker exhibited overestimation on battery longevity. No intervention was performed. The patient was stable throughout.

Event description:
It was reported that the patient presented in clinic. Upon interrogation the pacemaker exhibited overestimation on battery longevity. No intervention was performed. The patient was stable throughout.